Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation however, the subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to material separation include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, excessive force, manipulation against resistance, or inadvertent damage to the guide wire. In this case, returned device analysis noted that the shaping ribbon was twisted at the separation. Additionally, the coils were noted to be stretched at the coil separation. It is possible that interaction between the guide wire and catheter, during catheter advancement, may have contributed to the shaping ribbon / coil separation. When a coil or shaping ribbon separation occurs, the coils can become deformed/stretched when the guide wire is manipulated or meets resistance. Furthermore, it was reported that the separated portion of the guide wire was removed with a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, the lesion was moderately calcified and mildly tortuous. There was no resistance noted during advancement or removal of the guide wire. No additional information was provided.

Manufacturer narrative:
E1 - facility name; (B)(6)medical center. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a percutaneous coronary intervention procedure was performed for non-st-elevation, acute coronary syndrome patient. After the hi-torque (ht) balance middleweight universal ii guide wire crossed the lesion in the distal left circumflex, thrombectomy was attempted to be performed, but the thrombectomy catheter failed to cross the lesion. The jl4.0 non-abbott guiding catheter did not support the advancement of other catheters, so the guiding catheter was replaced with cls3.5 non-abbott guiding catheter. When this guide catheter was advanced to the lesion, the tip of the universal ii guide wire was noted to still be in the distal left circumflex. The guide wire seemed to be separated. A snare catheter was used to remove the separated tip from the anatomy. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.